Event description:
It was reported that there was strong discoloration on the rack of the device. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Visual inspection showed that the object holder had signs of corrosion on the surface, possibly formed through residue after the cleaning and sterilization process. The visible traces could be removed mechanically. Thus, we can clearly determine that this deals with a deposit from contact corrosion. In regards to the formation of rust, all materials, including stainless steel, are only conditionally resistant to rust. The rust resistance only applies if the material is dried and stored without touching other metallic objects. All metallic contacts under wet or moist conditions create electrolytic reactions with contact corrosion as the result. No product error could be determined. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: manufacturing documents were reviewed and no complaint related issues were found.